Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to a pre-existing infection. Reportedly, the system was removed to treat the infection. Additional information received from the field representative indicates that the infection was systemic. There were no additional adverse patient effects reported. The lv lead was explanted.